Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00786201300, versys femoral stem, lot #62653320. Catalog #437732051, epsilon durasul hooded liner, lot #62588830. This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent the first of a two-stage revision due to infection. All devices were removed and a spacer was implanted.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Patient's activity level and adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. A definite root cause cannot be determined with the information provided.